Event description:
A customer reported an issue with their device's touchscreen, which was unresponsive and required multiple taps, often locking up. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer attempted a pump reset with guidance from technical support, but the issue persisted, leading to the device being replaced by technical support. Customer reverted to manual injections for insulin therapy.